Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. The lead was reprogrammed and turned off; it is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.